Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 611 mg/dl when paramedics arrived. Customer reported that her infusion set cannula was bent and was not delivering the insulin. Nothing further was reported.